Event description:
During a surgical procedure for a transurethral resection of bladder tumor (turbt) with stricture, the laser fiber tip of the boston scientific flexiva high power single-use laser fiber broke, but it was retrieved from the patient. The case was finished without any further incident.